Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion alarm. The rate was set to 325 cc/hour with an unknown IV fluids being infused at a volume to be infused of 1 liter. After approximately 48 hours of infusion, there was a downstream occlusion alarm that was resolved only after changing the IV set for a new one after attempting to change the pump for a different one first. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Additional event information was received from the customer. The event descrition has been updated.

Event description:
Baxter performed a site visit to this customer. The purpose of the visit was to directly observe and discuss concerns related to the event reported by (B)(6) hospital of (B)(6). The findings from the site visit showed that some current clinical practices may have led to the reported downstream occlusion. Baxter is working with the facility to mitigate the reported problem.